Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to low blood glucose. Customer reported of having a stent implanted. Customer's blood glucose after being hospitalized for the stent was 360 mg/dl. Customer treated with 25 units and passed out. Paramedics were called and customer was taken to the hospital on (B)(6) 2016 with blood glucose below 10 mg/dl. Customer was treated and released two days later on manual injections. Customer was wearing insulin pump at the time of hospitalization. Customer requested assistance with insulin pump.